Event description:
The IV pump was programmed to infuse the secondary medication (line b) for 305 ml at a rate of 915 ml/hr. This rn went into the patient room at the time the infusion was expected to be complete. Instead of alarming that the line b infusion was complete and air had entered the pumping chamber, the pump was continuing to pull air through the pumping chamber and about half of the tubing was now filled with air. This rn stopped the pump and tubing was discarded before any air reached the patient. Supervisor notified and pump was removed from use in the treatment room. Manufacturer response for plum infusion pump, plum infusion pump (per site reporter).